Manufacturer narrative:
Additionally, the surgical report of implantation and x-rays were received and will be reviewed within the investigation process. Where lot numbers were provided for the devices, the devices history records were reviewed and found to be conforming. Zimmer lab received the devices for investigation; as soon as the investigation results are made available, an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was now reported that the patient was implanted a revitan, distal part, straight, uncemented, 16/200 on (B)(6) 2008 and was revised on (B)(6) 2016 due to fatigue fracture.

Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e fitmore stems) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4). Still implanted.

Event description:
It was reported that the patient was implanted a revitan hip distal component (catalogue number unknon) about 8 years ago. It was reported that a fatigue fracture occured and that a revision surgery is planned.

Manufacturer narrative:
Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient had a fatigue fracture of the implant after about 8 years in vivo. Investigation summary: the hip prosthesis was revised after approximately 8 years and 2 months in vivo due to a fracture of the revitan stem at the connection pin. The fracture occurred due to fatigue in the non-blasted area just some millimeters below the proximal end of the distal part. The fracture origin is located on the lateral side. As far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an almost circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture and may have contributed to the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. This is aligned with the surgical report of revision describing that the distal part could be extracted only after several procedures. There is one xray at hand which was taken 9 days before the revision surgery. However, there is no entire x-ray follow-up available that would allow evaluating the bone situation of the revitan stem and possible changes over time in vivo. The x-ray before revision shows that the proximal part of the stem is tipped medially. It seems that in an upright position approximately half of the proximal part of the stem would project the end of the femoral bone. This would mean that at least on the medial side the proximal half of the proximal stem part is likely not supported by bone. Thus, it can be assumed that at least from one point in time the proximal bone support was suboptimal. If this bony support was missing either directly from the beginning or developed already a longer time before the fracture, this probably could have contributed to the fracture. It remains unknown if there were other factors that could have had an influence on the sequence of events leading to the fracture. Conclusion summary x-ray shows that on the medial side the proximal half of the proximal stem part is likely not supported by bone. However, there is no entire xray follow-up available that would allow evaluating the bone situation of the revitan stem and possible changes over time in vivo. Moreover, bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. This is aligned with the surgical report of revision. If this bony support was missing either directly from the beginning or developed already a longer time before the fracture, this probably could have contributed to the fracture. However, based on the retrieval investigation and the received information the reason for the fracture stays unknown. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).